Manufacturer narrative:
Field service engineer (fse) was dispatched to the customer site. The field service engineer evaluated instrument and the ion-selective electrode (ise) module. The fse replaced ise liquid level sensor, tube fitting and cell two buffer valve 3 and 4, cleaned the buildup on the rest of the unit and performed multiple primes to resolve the issue. System performance was verified. Instrument resumed operation. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported getting ise (ion selective electrolyte) level sense error on cell 2 and obtaining false high sodium (na), potassium (k) and chloride (cl) patient results for twelve (12) patient samples au5800 clinical chemistry analyzer. The false high sodium, potassium and chloride results were reported outside the laboratory. The customer repeated the samples on an alternate au instrument and obtained sodium, potassium and chloride results within the normal reference range. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory's established ranges prior to the generation of the false high sodium and/or potassium and chloride results.